Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken ports, the output connector assembly was found to be broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator were broken. The generator was returned for service. No patient complications have been reported as a result of this event.